Manufacturer narrative:
The pump was returned for power error alarm. Analysis confirmed the alarms, and the root cause was the non-sleep anomaly software error. No unexpected insert battery, calibrate now, replace battery or bolus stopped alarms were noted during testing. The pump was received with minor scratches on the lcd window, cracked battery tube threads and a scratched case.

Event description:
It was reported that the insulin pump alarmed off/no power and required 4 battery replacements within a 24 hour time period. The insulin pump also alarmed multiple calibrate now alarms due to an unknown reason. The customer's blood glucose was 10.2 mmol/l. The caller stated that the insulin pump also alarmed power system error, indicating that the back up battery failed and did not prevent the device from running. The caller stated that this alarm occurred every 4 hours. The customer was advised that the calibrate error alarm was likely occurring due to loss of the sensor connection cause by the power issues. The caller stated that the bolus stopped alarm occurred in the morning, as well. Several replace battery alarms, indicating battery life of less than 30 minutes, were also found in the device alarm history. The customer was advised to revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.